Manufacturer narrative:
The user discarded the subject device, therefore olympus medical systems corp. (Omsc) cannot evaluate the subject device. The exact cause of the reported event could not be conclusively determined. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During endoscopic retrograde cholangiopancreatography (ercp), the user used tjf-290v with the subject device. When the user withdrew the tjf-290v, the subject device fell off into the patient's mouth cavity. The user picked up the subject device from the patient's body. The user replaced the tjf-290v with jf-260v and completed the procedure. The user commented that the user confirmed that the subject device did not come off at the pre-use inspection. There were no reports of patient injuries related to this incident.